Event description:
The cot base allegedly failed to lock in place when the cot was removed from the ambulance. No injury reported to the patient on the cot however it is alleged that one of the ambulance attendants sustained a back injury and is currently unable to work.